Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found problems with fluid passing through the complete fluid path, though the exposed portion of the soft cannula was stretched. It could not be determined when or how this damage occurred.

Manufacturer narrative:
The device has been returned/received and the investigation is pending, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. Treatment was not provided.